Event description:
It was reported that pt twisted awkwardly with pain and unable to ambulate. X-ray revealed th dislocated.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.